Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: the black box show cs087-0000 alarms on (B)(6) 2016 at 07:55, 13:45, 15:46 & 15:49 followed by por at 15:49. When pump was powered back on the time/date was set incorrectly to (B)(6) 2016 07:29; deliveries resumed at 07:54. An unexplained por occurred at (B)(6) 2016 08:21; deliveries never resumed. Ezprime sequence was performed successfully. Pump was exercised for 24hrs with no cs alarms duplicated. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. Removed the pump cover; no intermittent condition was found to the pcb or to the cgm module. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with irritability and polyuria associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and was treated with insulin via injection. During troubleshooting with customer technical support, it was reported that the pump had emitted more than 3 call service (cs 087) alarms in 30 days. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.